Event description:
Customer obtained a reading of 115 mg/dl on his aviva meter. Approximately 5 minutes later, the customer passed out. Customer's wife called the emts, who obtained a reading of 39 mg/dl on their meter about 15 minutes after the reading of 115 mg/dl. Customer was given a glucagon shot as treatment and transported to the ER, where he was treated with glucose. Customer received a reading of 150 mg/dl at the hospital after treatment, and was released 3 hours later. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.